Manufacturer narrative:
The device was not returned for evaluation. However, x-ray images as well as patient history, both pre- and post-operatively, have been provided and evaluated. Based on the information provided, it can be determined that there were no issues with the screws used in the procedure. The procedure was attempting to correct a severe deformity in a large individual and the surgeon noted that it was expected that something could fail in this complicated procedure. The lot number was not provided, and therefore a review of the lot could not be performed. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. (B)(4).

Event description:
Joint fusion/arthrodesis of the intermediate talus on the left side using a 5.5mm headless titanium screw 55mm long (with long thread), a 5.5mm headless titanium screw 60mm long (with long thread), a 6.5mm headless titanium screw 100mm long (with short thread) and a 7.5mm headless titanium screw 90mm long (with short thread) with proteios non-structural allograft. Patient had severe deformity that required a complicated treatment. The treatment resulted in a pseudarthrosis/nonunion with screw breakage (the two 5.5mm diameter screws) that required revision by a tibial calcaneal fusion with a nail. The two intact screws were removed, but the broken screws were left in the patient due to the difficulty of removing them, and per the surgeon were not required to be removed.